Event description:
Related manufacturer report number:3006705815-2023-04275. It was reported that the patient was experiencing auto-reducing of both scs leads due to high impedances. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Manufacturer narrative:
A patient experiencing auto reducing due to high impedance was reported to abbott. In an update received (B)(6) 2023 it was reported the patient had their percutaneous leads explanted and a penta paddle lead implanted. The leads were connected to the existing ipg. There were no complications during the procedure. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.